Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received readings of 57 and 235 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.

Manufacturer narrative:
Control solution testing was not conducted as control solution was out of date. Error 2 messages were also received by customer.